Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced sensor glucose versus blood glucose differences with threshold suspend. His sensor glucose was 50 and blood glucose was 116 mg/dl. The customer was advised that his blood glucose and sensor glucose were not within acceptable range. The insulin pump and sensor will not be returning for analysis.